Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an inappropriate modulated response rate. The device suddenly increases in rate when not needed and does not increase when the patient exercises. When removed from the patient, the surgeon noted that the device was implanted upside down.